Event description:
It was reported that a homechoice device sparked. This occurred when the patient was not connected to the device. The reporter stated that the spark came from the back of the device. When plugged in the outlet, the device sparked again. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified that the power cord ground terminal was burnt. This confirmed the reported condition. The cause was determined to be arcing of the power cord. In order to address this issue the power cord was replaced. The device was restored to a good working condition and returned to the loaner pool. Should additional relevant information become available a supplemental report will be submitted.